Event description:
Patient reported to have undergone total knee arthroplasty and has further alleged pain and loosening. Patient indicated that a revision procedure is planned; however, nothing has been scheduled to date. A review of invoice history confirmed that the initial knee arthroplasty procedure was performed on (B)(6) 2013. Additional information received in patient medical records indicates that radiographs were taken and reveal possible loosening of the patella component. The information was obtained from progress notes taken by the surgeon on (B)(6) 2014. The progress notes revealed that the patient did not elect intervention at that time.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2013. Subsequently, a revision procedure has been indicated due to pain and loosening; however, no revision has been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity."